Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set was observed to have a hair inside the package. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation in an unused blister package. A visual inspection was performed which observed a foreign matter outside the fluid path but inside the blister pouch. No functional testing was performed as visual inspection revealed the reported condition. The reported condition was verified. The cause of the condition was due to production during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.